Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that a promus stent was attempted to be placed multiple times unsuccessfully. The calcified vessel was predilated and they attempted to place the stent; however, when they developed the balloon, it was noticed that there was no stent on the balloon. The stent was found on the table. The case was successfully completed with another of the same type of promus stent. No patient effects were reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as (B)(4) distributes promus in the us as its brand label of abbott vascular's drug eluting stent.